Event description:
It was reported through a journal article that 48 knees developed skin necrosis at the edge of the incision site. It was noted 43 knees all healed after debridement and wound closure on an unknown date. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. G2: literature - kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.